Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lobectomy, when cutting the left lower lobe, the surgeon was able to press the green button but unable to squeeze the handle, therefore the device was not able to fire. Another device was used to complete the case. There was no patient harm.